Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that the tip of the expiratory limb near the swivel-wye piece is cracked on two rt380 adult dual heated evaqua2 breathing circuit. The hospital further reported that the circuits initially passed the leak tests and after a few hours of use the ventilator alarmed for leak. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: only the collar and part of the evaqua2 expiratory limb from one rt380 adult dual-heated evaqua2 breathing circuit was returned to fph in (B)(4) where it was visually inspected. Results: visual inspection revealed a crack on the returned collar. The crack stretches along the collar and parts of the collar are pushed to the inside. A lot check revealed no other complaints of this nature for lot 120313. Conclusion. We are unable to determine the cause of the damage noted on the returned evaqua2 expiratory limb collar. However, based on the inspection, the damage observed was most likely due to the collar being exposed to excessive force. All breathing circuits are pressure tested prior to being released for distribution. Any circuits that fail are rejected. This suggests that the subject rt380 was damaged after it was released for distribution. The user instructions that accompany the rt380 state the following: -"check all connections are tight before use." -"perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." -"set appropriate ventilator alarms." This is the only complaint of this nature we have received for the rt380 adult dual-heated evaqua2 breathing circuit.